Event description:
The customer reported no displayed image during a setup for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.